Event description:
Major pump unit(s) involved: blood pump. Additional text: low flow from vad, eventual stop. Specific component(s) involved: other component malfunction, specify. Additional text: other component: unknown, no flow from vad d/t arrhythmia. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : wife hand-pumping to local ER where pt expired d/t agonal rhythm. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.